Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was cardiac failure. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 41 mg/dl at the time the paramedics arrived. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer's spouse found the customer at home still warm to the touch and called paramedics, but they were unable to revive the customer. The caller declined to return the insulin pump for analysis.